Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro (us) vh-3000, part of the silicon tip that covers the jaws broke off inside the patient. The pa was able to retrieve the piece of silicon by using the jaws of the hp. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
¿Product problem¿ corrected to ¿adverse event/product problem.¿  reportable event type: ¿malfunction¿ corrected to ¿serious injury.¿ trackwise ID #: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Blood was observed on the handle and pigtail. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip, exposing the metal portion of the base of the cold jaw. The detached silicon was returned for evaluation. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro (us) vh-3000, part of the silicon tip that covers the jaws broke off inside the patient. The pa was able to retrieve the piece of silicon by using the jaws of the hp. A replacement device was used to complete the procedure. The hospital did not report any patient effects.